Event description:
Livanova deutschland received a report that, during procedure, the electrical remote-controlled tubing clamp was defective. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp. A livanova field service representative was dispatched to the facility to investigate the device. The complained erc was replaced with the new erc and all is working ok. All components have been inspected and tested according to the manufacturers specifications. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
According to the complaints database review, no further issues have been submitted for this unit since its installation in 2016. Based on the investigation performed for similar cases, the reported issue can be caused by the following factors: fluid ingress into the clamp housing. Defective boards. Blocked erc motor/spindle. Defective hall sensor located on the erc stator. Based on the collected information, the specific faulty component that led to this issue cannot be determined. The wearing of electro-mechanical devices, that can be originated by the specific use conditions at customer's site, may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.